Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of device (highly calcified lesion); related to operational context (most likely procedural related); deformation problem. Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (highly calcified lesion); operational context contributed to event (most likely procedural related) .

Event description:
Physician was attempting to treat severely calcified lesions with severe vessel tortuosity in the right and left posterior tibial artery (pta) using amphirion deep dilatation balloon catheter. No difficulties or abnormalities were noted during the preparation of the device including negative pressure application. No difficulties or abnormalities were noted during the pre-use inspection of the relevant device. It was reported that during procedure to treat the left pta, resistance was felt at the distal side of the left posterior tibial artery. The device detached 30cm from the tip in vivo when physician pulled it during procedure after 3rd inflation, but it is unknown if resistance was noted when physician pulled back the device. The detached component was retrieved using a ¿clamp¿ and was fully removed from the patient. Another amphirion deep was used to complete the procedure. There was no patient injury or clinical sequelae reported for this event. Device evaluation: the device was returned in two broken parts. Traces of blood were detected on the balloon and on the shaft. The balloon was unfolded and the guide wire lumen was kinked in several points. The hypotube was bent in several points but no kink detected. The shaft was broken distally at about 30 mm from the monorail welding. The shaft was broken at 125 mm from the shaft- hypotube welding. No other abnormalities detected on the device.